Manufacturer narrative:
This is the same event as 3010536692-2016-007340.

Event description:
Allegedly pt. Has mom complications. Additional information received 04/29/2016. Allegedly the patient was revised due to the following mom complications: peripheral osteophytes around the acetabulum (right). Added birthdate and explant date.